Event description:
Additional information received reported four weeks after implant the system "quit on him." It was also reported that "3/4" of their system was replaced due to a "shortage in the junction box."

Event description:
It was reported that the patient experienced a loss of therapy. On (B)(6) 2012 it was reported that two days after the implant, the stimulation was not covering the pain. The stimulation had helped some, but over the prior three weeks the pain was getting 'worse and worse every day.' There was no known accident or incident related to the complaint. It was noted that the patient had never been programmed. Two weeks later, it was reported that the patient had a return in pain, and the device was 'not working much.' On (B)(6) 2012 it was reported that the patient had no stimulation sensation. The patient had a revision that day. No x-rays were taken due to unavailability of a machine. It was found at that the 2x4 lead implanted in the cervical area had a fractured wire. The impedances on the cervical lead for electrodes 0/1 and 4/5 were greater than 40,000 ohms. The percutaneous leads were implanted in the thorax area. Percutaneous electrodes 0-7 were in normal range, but electrodes 8-15 showed an impedance of 26,000-30,000 ohms. It was reported, however, that the patient was 'getting appropriate stimulation.' Additional information was requested, but was not available on the date of this report.

Manufacturer narrative:
Product ID 399960, lot# v557156, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 399960, lot# v557156, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 37744, lot#, serial# (B)(4), implanted: n/a, explanted: n/a, product type programmer, patient product ID 3708260, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension, product ID 3708240, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension. (B)(4).

Event description:
Additional information was received. It was suspected that the set screw could be causing the impedance issues. During surgery, extension was replaced although no malfunctions had been detected. It was reported that the patient was receiving effective therapy but the patient "still wishes stim covered shoulder area."